Manufacturer narrative:
Device codes (B)(4) no longer apply. Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had their accident on (B)(6)2017. The bathroom change was retention issues; the device had turned off due to the impact of the car accident. The issues were not resolved. The patient was trying to find a setting that worked as well as it did before.

Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an accident and had a question about their device. Patient stated that they had noticed a bathroom change since that accident. Patient stated that they thought the accident caused the therapy to turn off and reset the device. Patient noted that they used their programmer to turn the therapy back on yesterday and could feel the stimulation in the bicycle seat area. Patient stated that the reason for the call was to confirm if they needed to check with their health care provider (hcp). Patient was redirected to follow up with the hcp because the patient services specialist (pss) offered to check the patient's device using the programmer, but patient declined. It was reviewed that falls/ traumas could cause the ins to shift and recommended the patient to check with the hcp to see that the device had not shifted. No further patient complications were reported /anticipated as a result of this event.